Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database by product code did not identify a trend. Provided information states the surgeon believes that the fracture was caused by the deterioration of the instrument. The age of the instrument could not be determined since the lot number was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A tha of the patient¿s left hip joint was performed on (B)(6) 2014, due to osteoarthrosis. During the extraction of the trial stem from the patient, top of the stem got fractured. The fractured part was safely and completely removed from the operative field. The surgery was completed without further issues or delay. The surgeon believes that the fracture was caused by the deterioration of the instrument.